Manufacturer narrative:
The reported complaint of "the lcd screen on the autopulse platform (sn (B)(4)) was not displaying the texts clearly" was confirmed during the functional testing. The root cause for the reported complaint was due to the defective processor board likely due to user mishandling. Upon visual inspection, unrelated to the reported complaint, observed damage on the front enclosure. The cause for the physical damage was due to mishandling. The front enclosure was replaced to remedy the damage. Unable to perform functional test due to the bad lcd. The processor board was replaced to remedy the problem. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user observed that the lcd screen on the autopulse platform (sn (B)(4)) was not displaying the texts clearly and was unreadable. No patient involvement.